Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the illuminator. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy simple extraperitoneal surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted when staff reported that the lamp had not been on and that a burnt smell had been noticed. The tse documented that the site had used a third-party illuminator to proceed and that a work order had been dispatched, with no additional troubleshooting steps recorded during the contact. The procedure was completing as planned with no reported injury. There was no report of patient involvement.